Event description:
It was reported that during patient treatment, the delivered tidal volumes were higher than set level in prvc (pressure regulated volume control) mode. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested and no parts were replaced. Therefore the investigation consists of an evaluation of the ventilator logs in text-format and information that was received from the user facility. The ventilator log shows that the patient was ventilated in prvc (pressure regulated volume controlled) mode and it seems to be very asynchronous. The patient appears to be struggling considerable against the ventilator, resulting in the machine-triggered prvc breaths (according to respiratory rate set to 50 b/min), and sometimes not receiving any, or extremely small volume. In this case, the ventilator algorithm will increase the pressure for the next breath to get the set volume, which will lead to overdelivery if the patient in the next breath does not resist. There is a limitation of delivered volume of 150% of the set volume, which can only be exceeded if the patient is actively breathing very large breaths and also absorbs the bias flow. Similarly, asynchrony can cause "stacked breaths", i.e. Two inspirations without intermediate expiration. Changing the lung properties between these two breaths can result in a total volume greater than 150% of the set volume. If several consecutive large breaths are provided, the prvc algorithm will restart from the beginning. If the pressure becomes too high, the breath will be cycled off. The ventilator will not be able to handle this type of patient without overdelivering tidal volume in some situations. There is a sliding filter on six breaths that try to limit the effect of individual breaths on the next breath, but if either the set volume or breathing rate is not really optimized to the patient's needs, or the patient's needs vary very quickly, the prvc mode will not work very well. As a basic safeguard, the ventilator will not on its own overdeliver more than 50% in one breath and if the pressure increase, the breath is limited by the set alarm limit for airway pressure. Our conclusion is that as there are no technical error codes in the logs, there is no indication of ventilator malfunction. The difficulties may be related to not optimal parameter settings of the ventilator for the actual patient condition.

Event description:
Manufacturer's ref #: 271019.